Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Testing was performed, and the customer's reported problem was verified. Investigators found the drive rod was loosed and not functioning properly. The loosed rod was the cause of some medication fluid to leave in the cartridge. Service replaced the drive rod assembly to correct the reported problem. The root cause of the reported problem was the loosed drive rod assembly.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, under infusion was noted. It was reported that for 3 days the patient was on schedule titration and noticed 2ml of medication fluid left in the cartridge after scheduled infusion. Subsequently, the patient switched to back up pump and restarted infusion at 0.03ml/hr. The patient was told to notify the pharmacy if any significant side effects from the restart. Replacement pump was sent to patient. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis. Upon investigation it was found that the drive rod was loose. This issue led to leaving some medication in the cartridge. Based on the evidence, the compliant was confirmed. The root cause could not be identified.